Event description:
It was observed that during the device evaluation, the bronchofibervideoscope coating of the insertion guide tube had peeled off (1mm2 or more). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.